Manufacturer narrative:
The manufacturer did not receive the device for investigation. No surgical report or x-rays were provided for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted an unknown head (catalogue number unknown) on (B)(6) 2016 and was revised on (B)(6) 2016 due to infection. The patient underwent two washouts before this revision surgery (event treated in the split case with zimmer inc., (B)(4)).

Manufacturer narrative:
A technical investigation was not possible to perform, as the devices were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. Trend analysis: no trend identified. Device history records (DHR) review results: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it is reported that a patient received alloclassic stem/allofit cup/durasul liner/biolox head on (B)(6) 2010. Subsequently, the patient underwent a revision surgery of the femoral components due to lysis and pain on (B)(6) 2016 (treated in (B)(4)). Two washouts were performed after this revision surgery. Later on (B)(6) 2016 durasul liner and the unknown head were revised due to infection. The shell was retained. Review of received data: one post-op x-ray dated (B)(6) 2016 was received. On the right hip the stem is seen to be fixated with multiples cerclage cables. On the left hip there are some dark lines around the stem laterally and medially. However, since there are no previous x-rays to compare it is not possible to comment further. Product stickers of the revision surgery was received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Root cause analysis: the sterilization specifications of the devices certify the suitability of sterilization. The sterilization certificates of the affected lots have been reviewed and were found to be according to specification. Therefore, it can be excluded that an unsterile device caused the infection. Moreover, no trend on infection has been observed for this product family and it is highly unlikely that a disadvantageous product design favored or contributed to the infection more than 1 year after the implantation. However, the IFU for endoprosthesis states that ¿early or late infections¿ are ¿possible consequences of an implant¿ and should be considered when implanting zimmer biomet devices. Conclusion summary: for the investigation of the case neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received to confirm the infection. The head implanted is unknown. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is not suspected that the product caused or contributed to any patient infection. Therefore, based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).